Manufacturer narrative:
B3- date of event is estimated. A4- patient weight is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the scs leads and ipg were replaced for unknown reason. No further information available.

Event description:
Additional information received indicated patients lead had migrated and as such replaced with two new leads. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.